Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) was ruptured while being inflated during prep. The closure was achieved with another mynx device. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 2 was in the manufacturing position, the grip tip was disintegrated, and the sealant was prematurely exposed to blood. A syringe was attached to the device with the stopcock in the closed position. The balloon was partially deflated and exposed on the catheter. An unknown 5f sheath was found unhooked from the sheath catch on the catheter with the stopcock closed. Per microscopic analysis, a leak through a pin hole tear was observed on the balloon of the returned device. The inner and outer sleeve were wide open exposing the sealant to blood prematurely. Functional analysis indicated that the inflation indicator and the balloon of the returned device inflated, but the balloon could not hold the pressure. A leak was observed on the balloon. A product history review of lot f2006204, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure-during prep¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2006204 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was ruptured while being inflated during prep. The closure was achieved with another mynx device. There was no reported patient injury. The device is expected to be returned for analysis.